Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient was passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-20820. This report was submitted as a duplicate report of the previously submitted report.